Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead has had chronically high thresholds for several years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.